Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, about 1 year 6 months post implant of ventralex mesh, patient was diagnosed with pain and hernia recurrence. The instructions-for-use supplied with the device lists hernia recurrence, pain as possible complications. This emdr represents the ventralex mesh (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2012 - patient was diagnosed with right lower quadrant ventral incisional hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿small fascial defect at the lateral border of the rectus abdominis muscle consistent with a recurrent incisional hernia or possibly a spigelian hernia was noted. A medium perfix plug (device #1) was inserted into the preperitoneal space where it was spread out so that it is overlapping the defect circumferentially. An onlay patch was then placed over the top of the repaired area and sutured.¿ (B)(6) 2015 - patient visited hospital for recurring abdominal pain in the right lower quadrant, swell up and got sore. (B)(6) 2015 - patient was diagnosed with right lower quadrant abdominal wall hernia thereby underwent open repair with the removal of old mesh (device #1). Per operative notes, ¿patient had a palpable mass, and the mass was a foreign body mesh that had become wadded up into a clump. The mesh was excised from its attachments (device #1). The extent of the right lower quadrant abdominal wall hernia was evident and a medium sized ventralex mesh (device #2) was then placed underneath the muscle and fascia with sutures.¿ 02-jul-2017 - patient visited hospital for right groin pain and felt a bulge happens there causing worsening pain. Attorney alleges that the patient had adhesions, mesh migration, mesh clumping, pain, hernia recurrence and emotional injuries.